Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed. A port weld leak could not be confirmed, but a leak was observed from the spike port tubing cap. The leak was also observed during functional leak testing. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the port. This event occurred after compounding the device with an unspecified solution. There was no patient involvement. No additional information is available.